Event description:
During a routine-follow up, the device was not sensing and was pacing asynchronously. This was consistent with the pt's stored egm. The parameter summary report showed a normal pacing lead impedance. Due to the inappropriate loss of sensing, the decision was made to replace the ICD.